Event description:
It was reported that following the implant procedure of a cardiac resynchronization therapy defibrillator (crt-d), the capture threshold of the left ventricular (lv) and right ventricular (rv) leads increased. The physician attempted to reprogram the device, but the threshold continued to rise and failed to capture from both the lv and rv leads at different program settings. The physician elected to reposition the rv lead and to explant and replace the lv lead to resolve the event. The patient was stable with no additional consequences.